Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet was cleaned and reinstalled, and the unit was returned to service.

Event description:
The hospital reported the unit incorrectly indicated it was in auxiliary common gas outlet mode when mechanical mode was selected. This prevented mechanical ventilation. There was no report of patient involvement.